Event description:
It was reported that during pre-discharge follow-up, loss of capture with a decrease in sensing were found. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that at a subsequent follow- up, loss of capture and low sensing were observed again. The lead was explanted and replaced.